Event description:
It was reported that the green and blue cables of the holster were cut. It was not noted if the issue occurred during a procedure. There was no pt consequence reported. There is no further info available.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the int'l svc ctr. Based upon the inquiry info received visual and functional examination, the unit was found to require; physical damaged upper case replaced, unit calibrated, unit modified occording to guideline of MFR, defective fastening material exchanged, defective rotational and translational cable replaced. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.